Event description:
Prodigy diabetes care received a call on (B)(4) 2016 reporting a medical attention that occurred on (B)(6) 2016 between 9:30-10:00pm. Patient's daughter stated that patient was laid back in a chair and when she and patient's grand daughter attempted to put patient in the bed they noticed that the patient's speech was slurred and could not move her legs or arms. The reading on the prodigy meter at the time of the event was 116mg/dl. Two additional tests were performed with results of 116mg/dl and 120mg/dl with the prodigy meter. Patient's normal blood glucose reading around the time of day of the event is 160mg/dl. Patient had taken 16 units of lantus solorstar prior to the event and had eaten a piece of sweet potato pie and a glass of water. Paramedics were called 10 minutes after testing with the prodigy meter and arrived 15 minutes later. Upon arrival paramedics tested patient's blood glucose with a result of 36mg/dl. Approximately 30 minutes passed between testing with the prodigy meter and the paramedic's meter. Patient was transported to ER. Treatment was administered but the daughter did not recall what type. Patient's blood glucose upon arrival at ER was 66mg/dl. Patient was given a sandwich, juice and crackers while in ER. Patient's blood glucose level upon discharge was 161mg/dl. Patient's total stay in ER was 2 hours. Prodigy diabetes care sent replacement and prepaid envelope requesting return of suspect device.